Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, noise that resulted in oversensing on the right ventricular (rv) lead was noted. No intervention was performed at this time. The patient was stable and will continue to be monitored.

Manufacturer narrative:
Correction: g3 - date received by manufacturer should have been aug 19, 2022, not mar 29, 2021, as reported in follow-up report number 1.

Event description:
Related manufacturer reference number: 2017865-2022-19855 during an in-clinic follow-up, noise that resulted in oversensing on the right ventricular (rv) lead and pacemaker was noted. No intervention was performed at this time. The patient was stable and will continue to be monitored.

Manufacturer narrative:
This MDR report product is for an ous event identified as same/similar during a retrospective review as a result of abbott¿s investigation.